Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl and "confusion"; cause was not known. Customer went to the emergency room with small ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline. Customer was discharged 3 days later with the issue resolved and no permanent damage. Date of event is approximate. The customer continued to use the pump for insulin therapy.